Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one reload opened by the account without the packaging and one device label opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in a plastic specimen container. The needle was microscopically analyzed and the break was determined to be at the swage. The display box and blister package for the endo stitch demonstrated no damage. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the suture needle separated from the device. The patient was not harmed. The tip of the needle was seen sticking out of vaginal tissue and was removed.